Event description:
Customer reportedly received results of 135 mg/dl on the aviva system and 277 mg/dl on a lab result within 10 minutes. No high or low blood glucose symptoms reported with these results. No actions taken based on these results. No quality controls were used. No adverse event reported. Requested return of suspect device, however test strips are no longer available and will not be returned; replacement was sent.

Manufacturer narrative:
Additional concomitant medical therapy: zetia 10mg once daily, effexor 75mg once daily, aspirin 81mg once daily, fexofenadine 60mg twice daily, norvasc 10mg once daily, coreg 12.5 mg twice daily, prilosec 20mg once daily.